Event description:
According to the reporter, during laparoscopic gastric procedure, when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. First, they used a powered adapter with a black reload and it broke, then they used a manual handle and it broke in the same place. The procedure was converted to open because on the second firing, using a handle, it broke while the reload was on the patient stomach. No disengaged components fell into the patient's cavity. The patient's hospitalization was extended as a result of this device issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device went into emergency retract mode, and the remove reload screen appeared. This was due to the rotation ring being disconnected. The adapter was reconnected to the gen2 adapter black box running gen2 acc software and the strain gauge was still responsive. It was reported that the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to rough handling of the device. It was also reported that the sulu was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of articulation calibration error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up-control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p3m0742); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic gastric procedure, when the surgeons went to angle the stapler the pressure from the abdominal wall cause the junction between the reload and adapter to break twice. First, they used a powered adapter with a black reload and it broke, then they used a manual handle and it broke in the same place. The procedure was converted to open because on the second firing, using a handle, it broke while the reload was on the patient stomach. No disengaged components fell into the patient's cavity. The patients hospitalization was extended as a result of this device issue.